Manufacturer narrative:
Based off of the information received from the field and review of the ensite x cardiac mapping system verifying that in some cases a model bloat/false space can occur, the reported event was confirmed. Recommendations to mitigate the model bloat/false space can be found in the ensite x cardiac mapping system IFU.

Event description:
During an atrial fibrillation procedure, the user stated a significant delay occurred due to the geometry being bloated and having to partially delete the model. The procedure was completed without any patient consequences.